Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have received a low battery alarm and excessive failed battery alarm. Customer's blood glucose was 284 mg/dl. Customer reported that battery was not lasting one week. Troubleshooting was performed and customer would call back due to not having new batteries for testing.